Event description:
Baxter representative reported an increase in the number of patients experiencing pain during drain while using the homechoice cycler for apd therapy. According to the baxter representative, one dialysis facility reported implementing xylocaine ip when their patients initiate apd therapy with the homechoice cycler. Baxter representative reports that once these patients have become accustomed to performing apd therapy, the use of xylocaine ip is discontinued. No additional incident details were reported.